Event description:
It was reported that bd nexiva¿ diffusics¿ closed IV catheter system 22 ga 1.00 in was clogged. The following information was provided by the initial reporter: "it was reported that the pen needle was clogging when priming. Verbatim: consumer reported, when priming, no insulin flow. Stated, she primes 5 units. (Went over steps with consumer on how to attach and prime)".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2020. H.6. Investigation: customer returned (2) sealed 4mm, 32g pen needles from lot # 9177040. Customer states that the pen needle was clogging when priming. Both returned pen needles were tested and both were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd nexiva¿ diffusics¿ closed IV catheter system 22 ga 1.00 in was clogged. The following information was provided by the initial reporter: "it was reported that the pen needle was clogging when priming. Verbatim: consumer reported, when priming, no insulin flow. Stated, she primes 5 units. (Went over steps with consumer on how to attach and prime)."